Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose levels on unknown date. Customer's blood glucose level went as high as 380 mg/dl. Troubleshooting was not performed. Customer declined to provide hospitalization details, their low blood glucose level details and they declined to troubleshoot for their low blood glucose levels. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.